Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer observed the cell-dyn emerald analyzer error message "no memory available." Abbott's field service representative was already at the customer facility and determined the customer required a printer driver kit which was the product correction for the error message. The customer completed all the required actions per the customer communication letter and the issue was resolved. There was no impact to patient management.